Event description:
The customer reported multiple symptoms with the device including a red x and chirp, and a failure to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device including a red x and chirp, and a failure to power up. There was no reported pt involvement. The device was evaluated at philips. The failure to power up was not duplicated, however the red x and the chirp were. The issue was localized to the processor pca. The processor pca was replaced, the device passed all testing and was shipped back to the customer.